Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump has been over delivering during the night. The customer¿s blood glucose level was 60 mg/dl at the time of the incident and 189 mg/dl at the time of the call. The customer has a zero unit basal running at night but they still go low. Troubleshooting was completed but did not resolve the issue. The insulin pump will not be returned for analysis.